Event description:
A tech reported that bilateral intraocular lenses (iols) were explanted due to "mechanical failure". In a follow-up, the ophthalmic assistant reported the pt was unable to adapt to the initial lenses. The pt experienced glare from the concentric circles and was unable to function and wore sunglasses all day indoors. Approx one month following the initial implant surgery, posterior capsule opacification was noted and a yag laser procedure was performed. Eventually, the lenses were exchanged for a different model lens and the event resolved. There are two medical device reports associated with these events. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was returned. The lens was cut across the optic. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined by the investigation. The lens met specs for focal length and resolution. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/03/2011 by fax and mail. A completed questionnaire was received on 08/05/2011. (B)(4).